Manufacturer narrative:
(B)(4). It was reported that during an atrial flutter left (l-afl) procedure with a carto® 3 system (version 4 upgraded t3500 ws), the customer experienced a system performance issue. The carto 3 software froze (all monitors for 4-5 seconds) while radio frequency (rf) was being delivered (the physician continued ablation). The physician also had fluoroscopy during ablation phase to rely upon to see the catheter. This issue caused a procedure delay of at least 30 minutes and since the physician's opinion was that there was increased risk to the patient, making this procedure delay indicative of an MDR reportable issue. The case proceeded without patient consequence. The issue is related to the sw (B)(4) "carto application freeze for a few seconds". Biosense field service engineers visited the account and provided case support with the carto manufacturer (htc) r&d engineer. Freezing was reproduced during the case. R&d engineer performed testing after completion of case and did not find anything unusual with the hardware. R&d representative suggested performing a clean installation on workstation. Workstation was reimaged. Biosense field service engineers followed up the issue and confirmed that no freezing has occurred since reimage of workstation and the issue was resolved. System is ready for use. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an atrial flutter left (l-afl) procedure with a carto system (version 4 upgraded t3500 ws), the customer experienced a system performance issue. The carto 3 software froze (all monitors for 4-5 seconds) while radio frequency (rf) was being delivered (the physician continued ablation). The physician also had fluoroscopy during ablation phase to rely upon to see the catheter. This issue caused a procedure delay of at least 30 minutes and since the physician's opinion was that there was increased risk to the patient, making this procedure delay indicative of an MDR reportable issue. The case proceeded without patient consequence. The carto IFU states that in cases in which the catheter(s) orientation or deflection cannot be determined from the visual representation of the catheter on the carto 3 screen, the user is advised to refer to the fluoroscopic image of the catheter. Before applying rf energy, visually verify the tip position of the mapping catheter in relation to the visualized catheter in the map. Bwi recommends to use common clinical practice, such as fluoroscopy or inspection of ic signals, to verify the location of the catheters throughout the procedure. Failure to do so might result in incorrect placement of the catheter.